Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating a revision procedure was performed an no anomaly was observed either visually or via diagnostic imaging. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.